Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high shock impedance measurements reaching out of range. Additional information was received confirming defibrillation threshold (dft) test were completed with impedance measurements within normal range. This device system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high shock impedance measurements reaching out of range. This device system remains in service and will resume normal follow ups. No adverse patient effects were reported.